Event description:
A bipolar electrosurgical generator was in use during a laparoscopic fibroid removal procedure. There was a stoppage of current from the device. Another generator was substituted to complete the case. No pt complications were reported.